Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one actual sample for evaluation. The sample was functionally tested and the reported condition was not confirmed. An under water leak test was performed and there was no leak observed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. No assignable root cause could be determined.

Event description:
The customer, nurse, reported to baxter (B)(6) that a vented paclitaxel set was found leaking from the chamber in the beginning of an infusion. Remicade had been mixed in the solution used. The batch number will be checked when the sample is received. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.